Event description:
It was reported the device displayed system failure alarm. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, had the top case chipped and the bottom case was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced damaged top and bottom cases. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Updated device software, replaced clutch half's left and right with leadscrew, spring, motor mount, worn coupling as preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.